Event description:
It was reported that sleep state did not start as expected, and customer experienced low blood glucose (bg) of 41 mg/dl. The customer consumed carbohydrates to address the bg level. Tandem technical support assisted with correcting sleep settings after customer acknowledged that settings were incorrect due to user error.